Event description:
It was reported that pt reported that updated programming all feels in the flank vs the leg and back as it covered in the past; pt reprogrammed to obtain better coverage using assumed most medial leads; no impedences or other issues in obtaining coverage; pt had several spine surgeries unrelated to stimulator that he feels may have disrupted his scs system and previous coverage. Medical doctor (md) ordered x-rays to see how lateral leads are and pt wants thoracic and lumbar MRI as he feels his back ¿is clicking¿ and feels the hardware from his spine surgeries are the cause; md and pt do not think scs is related or causing clicking, it¿s related to the spine surgeries. The issue was not resolved at the time of report. Additional information was received from the manufacturing representative (rep) and it was reported that xrays and lumbar and thora cic MRI were done. Healthcare provider (hcp) says pending programming and these scans, will determine if revision is necessary. Additional information was received. It was reported that the patient was experiencing new pain. Before implant, the patient reported lead migration. X-ray showed leads moved lateral. The hcp added lead to regain recovery.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-nov-2019, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(4), ubd: 24-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.